Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: review of provided data confirmed the reported inappropriate atp and shock delivery on atrial arrhythmia. Due to a very stable and fast conducted ventricular rhythm with sudden onset during atrial arrhythmia the discrimination algorithm ran into vt classification. Based on available data the device behaved as specified, but was limited by the programmed tachy parameter. A device malfunction is not suspected. This case is retained and utilized for trend purposes. Recommendations: to avoid such inappropriate therapies, it should be considered to set the parameter for the premature acceleration to 25% or more it should be noted that the re-programming of any tachy parameter has an impact on the correct detection and discrimination of potential vts.

Event description:
Reportedly, on (B)(6) 2023 patient had an inappropriate atp and shock due to atrial fibrillation.